Event description:
Rptr experienced the er1 message months ago. Rptr retested and again rec'd the er1 message. Rptr then stopped using the surestep meter for awhile. When she began using it again she obtained blood glucose results she was satisfied with. Rptr does not perform the control solution test. Reviewed importance of using control solution and went over rptr's technique.